Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit (iuc) with a blood glucose (bg) level of 800 mg/dl and high ketones that were identified as dangerous by healthcare provider. Cause was unknown. Customer was vomiting, which resulted in rawness and sores in the mouth. Customer attempted to self-treat with a correction bolus via pump, manual injection, and site change. Customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024 with issue resolved and no reported permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.